Event description:
The biomedical engineer (bme) reported that the display screens for the central nurse's station (cns) were intermittently going blank for a few seconds at a time. No patient hare was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screens for the central nurse's station (cns) were intermittently going blank for a few seconds at a time. No patient harm was reported. Investigation summary: the customer stated that the reported issue of the cns monitors temporarily losing signal was unlikely to be related to the cns device. The customer believed it was due to a video splitter used to replicate the displays. They stated that they would address the splitter and would call back if the issue was not resolved. No further issues were reported. A root cause is likely related to a third-party video splitter. There is no evidence of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but the model and serial number information is list as no information (ni), as attempts to obtain the information were made but not provided. Multiple patient receiver (orgs): model: ni. Sn: ni. Telemetry transmitters: model: ni. Sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported on 03/01 that the at 1745 pm central nurse's station (cns) 3-2 bianked out completely. Then it came back on. This occurred twice with in just a minute of each other. They had advised the monitor tech to watch the system very close and document events with times. They would call during the night for any issues. They will follow up. On 03/02, sent updates that from 0919 am cns 3-2 started having complete black out events again. Goes off then a few seconds later blinks back on at this time 2 events since 0919. Biomed in room now capturing data. On 03/03, nihon kohden technical support (tech support) called and spoke to the biomed. They stated that one of the cns screens will go blank. The event lasts no more than a few seconds, and happened a total of the four times reported above. They stated that he did not believe this was an issue with our monitor. There is a splitter below the desk that they use to replicate the screen, and they believed that to be the culprit. They replaced this splitter on 3/2/21 and was waiting to see if the issue was reported again. Confirmed that the "outages" were very brief. Patients were being monitored are on zm tele but exact models / serial numbers of the devices in use are unknown. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Multiple patient receiver(s) model: ni. Sn: ni. Telemetry transmitter(s) model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported on 03/01 that the at 1745 pm central nurse's station (cns) 3-2 bianked out completely. Then it came back on. This occurred twice with in just a minute of each other. They had advised the monitor tech to watch the system very close and document events with times. They would call during the night for any issues. They will follow up. On 03/02, sent updates that from 0919 am cns 3-2 started having complete black out events again. Goes off then a few seconds later blinks back on at this time 2 events since 0919. Biomed in room now capturing data. On 03/03, nihon kohden technical support (tech support) called and spoke to the biomed. They stated that one of the cns screens will go blank. The event lasts no more than a few seconds, and happened a total of the four times reported above. They stated that he did not believe this was an issue with our monitor. There is a splitter below the desk that they use to replicate the screen, and they believed that to be the culprit. They replaced this splitter on 3/2/21 and was waiting to see if the issue was reported again. Confirmed that the "outages" were very brief. Patients were being monitored are on zm tele but exact models / serial numbers of the devices in use are unknown. No patient harm was reported.